Event description:
The user facility reported that during a cardiac catheterization procedure, a small section of the guidewire coating was sheared off and detached. The guidewire was being used through a metal entry needle while trying to gain vascular access. Three to four inches of coating was left in the subcutaneous tissue of the pt's groin. The physician decided not to attempt retrieval. The pt's condition is noted as ok and was being monitored.